Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 10 events were reported for this quarter. Product return status: 9 devices were received for evaluation, 1 device was not available to stryker for evaluation. Evaluation status: 7 events were confirmed during testing, - 3 devices were found to be affected by corrosion, - 2 devices were found to be affected by a lubrication issue, - 2 devices were found to be affected by a shattered bearing, 2 events were not confirmed during testing; the device was found to be within specifications. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated; 8 events had no patient involvement; no patient impact; 2 events had patient involvement; no patient impact.